Event description:
It was reported that the patient experienced withdrawal symptoms. A rotor study was performed and the rollers did not turn. The pump was explanted and replaced. Final patient outcome was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.